Manufacturer narrative:
Event date unknown. Device has not yet been returned to manufacture. Product not returned by manufacture.

Event description:
It was reported that the abutment kept coming loose in the patient's mouth. The abutment will be remade with a stock ucla.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Date of this report. Date received by manufacturer . Added expiration date. UDI: (B)(4). Added device manufacture date. Added follow up type. Added evaluation codes.